Event description:
It was reported that a patient had a right hip revision procedure, approximately 2 years 1 month post the initial procedure. The family member stated that their parent, who has passed, had undergone both right and left hip replacements. Additionally, they mentioned that their parent was on severe narcotics for pain management and required the use of a walker and scooter for mobility. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient had an initial right hip implanted on (B)(6) 2003 and underwent a revision procedure on (B)(6) 2005, approximately 2 years 1 month post the initial procedure. The family member stated that their parent, who passed in 2023, had undergone both right and left hip replacements. Additionally, they mentioned that their parent was on severe narcotics for pain management and required the use of a walker and scooter for mobility. No further information available.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.